Event description:
In 2005, the pt contacted lifescan alleging that her in duo meter had been displaying the low battery symbol for a couple of weeks. The next day, the lifescan agent spoke with the pt to obtain/verify information. The pt continued to test with the meter while the low battery symbol displayed; sometimes she was able to get a readingg. Over the weekend, she was unable to test. She "guessed at her blood glucose level and adjusted her insulin than her usual 8 to 10 units of humalog insulin before meals. On both saturday and sunday, she experienced symptoms of hypoglycemia (shakiness and agitation). She ate a peanut butter and jam sandwich on saturday and chocolate bar with juice on sunday to treat her symptoms and bring up her blood glucose level. She did not seek medical attention. The customer care representative (ccr) was unable to walk the pt through replacing the meter battery, as the pt did not have a battery. The meter was replaced.